Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 804:26 was confirmed but not duplicated during product evaluation. The root cause was determined to be software failure, however, no repair was necessary for the reported condition.this involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump with failure code 804:26 during flow test. It is unknown when, or in which care area, this event occurred. This condition may have interrupted delivery. The facility representative stated that there was no information about patient involvement; however, patient injury or medical intervention were not reported. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.